Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported even was unable to be confirmed due to limited information received by customer. Device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. The root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 010000660 / shell / lot # 6395321. Item# 110003450/shell inserter / lot # 6395321. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00216.

Event description:
It was reported that the during a hip surgery the shell inserter would not disengage from the shell. Attempts have been made and additional information on the reported event is unavailable at this time.